Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen is not working following a previous repair of the front bezel. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer provided the part number for the touch screen. The customer is taking responsibility to correct/repair the device. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.